Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure. Customer¿s blood glucose was 175mg/dl and 301mg/dl. Customer performed self test and it did not pass. Customer stated that previously they got hardware low level failure, customer performed self test and did not get any alarm, passed the self test. Insulin pump will not be return for analysis.